Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange due to voluntary recall and "breast capsule grade 3." The device has been replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/anxiety-product/procedure was received on ago 06, 2021 with lot number 2597263. Visual analysis of the returned device identified: weight to the spec, deformation, voids, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Intact and functional. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, h.3, h.6.

Event description:
Healthcare professional reported left side exchange due to voluntary recall and "breast capsule grade 3." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange due to voluntary recall and "breast capsule grade 3." The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.